Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the fact from DHR that there was no abnormality at the time of shipment, error e117 may have occurred because the central processing unit or mother board failed due to accidental factors such as a short circuit in the board due to overcurrent. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(6) for evaluation. (B)(6) inspected the device and confirmed the following: the device has not been repaired in the last year. The appearance of the device was good and there was no obvious human damage. The endoscopic image after startup was normal and the error reported by the user did not occur. The device was up and running for testing for a few days, and turned on and off repeatedly, but no error occurred. The device was returned to the user facility for further observation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A olympus field service engineer was reported by the user facility that an otv error e117 was displayed on the monitor at startup during preparation for use prior to the procedure. The patient was not yet anesthetized when the reported defect occurred. Error code e117 means a malfunction of the camera control unit. The device was used with an olympus light source clv-s400. The user replaced the device to another device and completed the procedure for treatment. There was no report of patient injury associated with the event.